Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s3 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The livanova field service representative who identified the issue replaced the potentiometer to resolve the fault. The unit was functionally tested without further issues and was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be furnished in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the rotational speed of the s3 roller pump fluctuated when in the upper speed range during maintenance. This issue was identified by a livanova field service representative while on site performing routine service. There was no patient involvement.